Manufacturer narrative:
The device was visually inspected and tested at the bench and no anomalies were found. The damage was found sustained during the surgical procedure, the device was otherwise normal.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up, it was noted that the site was red and tender. The patient was treated with antibiotics. The patient presented in clinic again a few days later, it was noted that the site was opened. Pocket infection was observed. The device was explanted due to infection and erosion. The primary and secondary source of infection was unknown. There is no known allegation from a health professional that suggests the infection was related to the device. The patient was stable throughout.